Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. The physician stated that he felt a resistance when removing the delivery system. The capsule was still attached when removed. The patient was not injured following the procedure.